Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 619 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the site was a bit irritated when the pod was removed and replaced. Symptoms reported include high blood glucose, feeling of thirst and frequent urination. The patient was diagnosed with high blood glucose and a urinary tract infection. The patient was treated with intravenous fluid and prescription for the urinary tract infection. The patient was released the next day ((B)(6) 2025).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.